Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer noted that the material may be a piece of gauze used during washing. It is unknown if there was no delay to the start of pre-cleaning. During the pre-cleaning process, the customer supplied air and water through the nozzle. There were no issues with the accessories used for reprocessing. It is unknown if the scope was immersed in detergent solution. It is unknown if the customer wiped/brushed the air/water nozzle with a clean lint-free cloth,, brush, or sponge. The air/water nozzle was flushed with detergent solution. The event can be detected by following the instructions for use (IFU) which state: "9 inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The distributor reported on behalf of the customer that the gastrointestinal videoscope had air/water flow issues from the air/water nozzle. The customer reported the diagnostic procedure was completed using the device with no adverse effects to patient reported. The device was returned to olympus medical. During inspection, the reported issue was not confirmed; however, foreign material was identified at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus medical for evaluation. During inspection, foreign material was identified at the air/water nozzle. In addition, the bending angle did not meet with specifications; this caused the up/down knob to have excess play. The adhesive on the bending section cover was chipped and cloudy, switch button 1 was scratched, both the light guide and the objective lenses had cloudy adhesive and the connecting tube was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.